Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case as MDR #6000093-2007-00286. It was reported that post a coronary drug eluting stenting treatment procedure there was stent thrombosis. The treated lesion was located at a complex bifurcation of the 2nd obtuse marginal (om) branch, involving the upper and lower limbs of the om branch. The vessel was moderately tortuous with a 45-90 degree bend, moderately calcified, 2.5mm in diameter and eccentric in shape. An 8 french fl4 guide catheter and a choice floppy guidewire were used. The lesion was not predilated. Two 2.5x12mm taxus express2 drug eluting stents were deployed using the "kissing" technique at 16 atm. There was no residual stenosis, no evidence of edge dissection, no stent embolization and timi flow 3. During the procedure the pt rec'd angiomax and nitroglycerin, following the procedure aspirin for life and clopidogrel for a year were prescribed. There were no complications. The pt was reported as stable following the procedure and was transferred to the cath lab "holding area" for recovery. Seven days later the pt experienced chest pain and EKG changes with st elevation. Angiography showed evidence of in-stent thrombosis in the om, with timi flow 0 flow. A non-bsc aspiration catheter was used to clear the thrombus and then a 2.5x9mm maverick balloon was inflated twice at 6 atm. There was minimal residual stenosis and distal spasm. Timi 3 flow was restored. Ivus showed evidence of adequate stent apposition, no edge dissection and adequate expansion. During the procedure the pt rec'd heparin, integrilin, adenosine, nipride, and nitroglycerin. Following the procedure the pt was prescribed aspirin for life, clopidogrel for a year and integrilin for 18 hours. There were no pt complications during this procedure. The pt was transferred to the ccu for recovery.